Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter broke. The target lesion was located in the common hepatic artery. A renegade¿ hi-flo¿ kit was selected for use. During preparation, while flushing was performed, it was noted that the front top of the catheter became broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a renegade hi-flo micro-catheter. The hub, shaft and tip were microscopically examined. The device was kinked/damaged in 1 place. The device was broken at 3.7cm from the hub. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that the catheter broke. The target lesion was located in the common hepatic artery. A renegade¿ hi-flo¿ kit was selected for use. During preparation, while flushing was performed, it was noted that the front top of the catheter became broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.